Event description:
It was reported that 120 bd insulin syringe with bd ultra-fine¿ needles experienced droplets in the syringe. The following information was provided by the initial reporter: silicon lubricant droplet came out of the syringe barrel.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0167709. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-15. Medical device lot #: 0189393. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-07-07. Medical device lot #: 1016653. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-16. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0167709 for foreign matter from barrel. This is the 1st related complaint for foreign matter from barrel on lot # 0167709. A complaint lot history check was performed on lot # 1016653 for foreign matter from barrel. This is the 2nd related complaint for foreign matter from barrel on lot # 1016653. Related complaints ¿ (B)(4). A complaint lot history check was performed on lot # 0189393 for foreign matter from barrel. This is the 14th related complaint for foreign matter from barrel on lot # 0189393. Related complaints - (B)(4). A review of the device history record was completed for batch # 1016653 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200931339] noted for missing numbers and scale line. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200895854, 200896056, 200896025, 200895892] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200905119] noted that did not pertain to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of foreign matter on the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacturing (holdrege) will be notified of this issue. 16nov2021, holdrege received a photo complaint from material #324910 and lot #0167709; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula when the plunger has been pushed to the end of the barrel. The lubricant is injected into the barrel prior to the syringe being assembled. This lubricant allows the plunger to slide easily during the use of the syringe. An excessive amount of silicone is determined when pooling of silicone is seen inside the barrel between the stopper and end of barrel. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0167709 was reviewed. The syringes were assembled from 24jul2020 to 30jul2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only. If a defect is found during an inspection a quality notification is initiated. Notifications were reviewed, and no nonconformances were noted that would cause excessive lubricant. Root cause: l2l dispatch #102546 was opened for one of the silicones not firing correctly. The photo eye was adjusted to allow sufficient silicone lubricant to be sprayed inside of the barrel. When the photo eye is overcorrected, too much silicone can be sprayed inside the barrel causing excessive silicone. Corrective action: cleaned and adjusted and the photo eye (again for over correction) to the correct location. Inspected 150 consecutive syringes to ensure no excessive lubrication was present. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.